Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that difficulty was experienced inserting the guidewire through the left ventricular lead. As a result, the lead was not successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The purple terminal tool was returned on the lead, but it was not completely seated. During testing, a front loading and back loading guidewire were inserted appropriately with no resistance. As a result, the clinical observation could not be confirmed.